Event description:
Sorin group received a report that the touch screen of the centrifugal pump was non-functional during set up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the centrifugal pump was non-functional during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The sorin service representative found that the screen had evidence of fluid residue on the processor board, user interface board and inside the screen. The representative replaced all these parts and testing showed no further problems. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.